Manufacturer narrative:
The reason for reoperation was reported to be due to "leak", "major rashes" and "condensation".

Event description:
Patient reported right side leak and "major rashes". Patient additionally reported "a lot of infections", "cellulitis" and CT scan show swollen lymph nodes¿ and "lump on the armpit." The device remains implanted.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that the serial number 12704400 was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance.

Event description:
Patient additionally reported "itchiness".

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 4/15/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side leak and "major rashes". Patient additionally reported "a lot of infections", "cellulitis" and CT scan show swollen lymph nodes¿. The device remains implanted.